Event description:
The service and repair department documented that the 10nm torque limiting handle 6mmhxc broke off. The device was not working right before the breakage. The screwdriver shaft t25 straight tip/6mmhxc broke at the tip. The issue occurred during surgery which caused a 5 minute delay. The patient was unharmed. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment not diagnosis. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The issue occurred during a posterior lumbar fusion. All pieces of the broken instrument were recovered. The procedure was successful with no injury to the patient.

Manufacturer narrative:
Additional narrative: patient information is unknown. A manufacturing evaluation was completed: the screwdriver is partially broken off. Our investigation shows that the tip of the screwdriver is partially broken off. The broken off fragments are missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we cannot determine the exact root cause. It is likely that the complained damage was caused by a mechanical overloading situation at the hexagonal tip, probably the screwdriver was not always fully inserted into the screw recess. By this the force was not allocated on the whole hexagon as designed, which can lead to the damage. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Therefore this manufacturing evaluation is to be indeterminate from a manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.